Manufacturer narrative:
The device has not been returned to the manufacturer, therefore, resmed is unable to determine if a device fault contributed to the incident. Resmed is in communication with the reporter to obtain additional information regarding event details and has requested the unit be returned so that an extensive engineering investigation can be performed. Once the device is returned and the investigation is completed, resmed will provide a follow-up report with additional information. There was no patient injury reported for this incident. (B)(4).

Event description:
It was reported to resmed that a s9 autoset device was involved in a house fire. There was no patient harm or injury reported as a result of this incident.

Manufacturer narrative:
The device was not returned to resmed for investigation. The root cause analysis for the complaint was based on the photos and fire analysis report provided to resmed. The fire analysis report attributed the fault to the physically damaged power cord for the CPAP device. There was evidence of physical damage to the power cord. The fire was ignited when the cord's energized conductors come into contact with each other. There was no evidence of power cord failure due to manufacturing defect. There was no patient injury reported for this incident. (B)(4).